Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller stated that in the beginning, the insulin pump worked, but later on it did not regulate the customer's blood glucose to well. The caller stated that the customer stopped using the insulin pump. The caller stated that the customer passed away on (B)(6) 2014 and had stopped using the insulin pump two years prior to that. The caller stated that the insulin pump was functioning correctly. The customer was hospitalized on (B)(6) 2016 and passed away in a hospital on (B)(6) 2014. The cause of death was diabetes and heart attack. The caller stated that the customer was in and out of the hospital numerous times. The customer had diabetes complications, blood pressure, broke her ankle, and, because of her sugar, passed out at the health care provider's office and fell on her face. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller no longer has the customer's insulin pump.